Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was brought into clinic after receiving a patient notifier. Upon interrogation, high pacing lead impedance was observed. The lead was capped and replaced on (B)(6) 2016. Patient tolerated the procedure well and will be followed normally.